Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a deterioration in refraction, post laser refractive surgery, on one eye. The eye had previously undergone femtosecond laser assisted cataract surgery, after which the patient had presented with residual refraction. The refractive surgery procedure was intended to eliminate the post cataract surgery residual refraction. Reporter is seeking reasons for the deterioration in refraction, post refractive laser surgery, and whether the previous laser assisted cataract surgery could be involved (as a contributing factor).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The logfile for the day of treatment shows nine treatments were performed and only one of it was a stream light/t-prk treatment. The treatment itself and also the rest of the day did not show any abnormality. Review of the log file for the day of treatment shows no relevant error messages or warnings. During the start-up, the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy, eye tracker and fluence test without any issue. Fluence test was repeated once and passed successfully on the second attempt. The log file shows nine successfully performed treatments. No technical error messages were found in the log files. The reported stream light treatment (tprk) could be identified in the logfile. The treatment for the right eye was performed successfully with one interruption. The user has not performed an energy check before this patient. No technical problem can be identified during log file review. The root cause cannot be identified conclusively. With current information, no product malfunction can be associated with the reported event. The manufacturer internal reference number is: (B)(4).